Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that, the patient was brought into the emergency room on (B)(6) 2024 and was hospitalized due to high blood glucose level and patient was also in intensive care unit (ICU). The blood glucose level of the patient was 450 mg/dl. The patient's ketone levels were at moderate level that were identified as dangerous/ life threatening. Relevant treatment of intravenous fluid of saline and insulin drip was given to the patient. The patient was discharged from the hospital on (B)(6) 2024. No further information available.